Manufacturer narrative:
The olive wire is provided to customers within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit, sk12, that the product is distributed within. The device history record for device 1405-2002, lot om17203 was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The olive wire is manufactured with implant grade material. Evaluation of the returned device found that a portion of the fluted tip on the olive wire broke off right before the end of the fluting meets the shaft of the device. Based on the available information, photographic evidence and evaluation; it is possible the technique utilized on the olive wire applied additional forces resulting in its breakage. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2018, the tip of a long olive wire broke off and was implanted in the patient's bone. The surgery proceeded without further incident and was successfully completed. No case delay or additional patient outcomes were reported.